Event description:
It was reported that post-paced t-wave oversensing was observed on a remote transmission. The device was reprogrammed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).